Manufacturer narrative:
The field service representative found a misadjusted sample probe. He verified the gear pump pressure and rinse head dispense levels with no issues found. He ran an instrument check and the results for the sample probe were out of range. No issues were found with the reagent probes. He flushed and adjusted the sample probe. Afterwards, the instrument check for the sample probe was acceptable. The customer performed qc with expected results. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 (a1c-3) results for 1 patient sample on a cobas 6000 c (501) module. The initial result from the c502 module was 6.4%. This result was reported to the physician who questioned the result and requested another sample be collected. The second sample was tested 2 days later and the result was 5.3% taken on another c501 analyzer (serial number not provided). The initial sample was repeated and the results were 5.5% (taken on same analyzer as initial result) and 5.3% taken on the other module. The reagent lot number is 47046401 with an expiration date of 31-oct-2021.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.